Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 curved tip stapler instrument was accepted by the system but would not fire the initial stapler load and would not release grip on the tissue. The surgeon had to gently twist and pull the instrument off the clamped tissue to remove it from the patient since the grip would not release. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 45 curved tip stapler instrument and reload for failure analysis investigation. The units were analyzed, and the following information was obtained: the sureform 45 curved tip stapler instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 45 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the prop b-shape. Review of msc and dsp logs were unable to verify any repeated clamping failures. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Reload: there was no damage to the reload. This is a complaint that does not affect the functionality of the reload. An investigation has been completed. The RMA 303630800020 was returned with RMA 303630800010 when returned to isi. There are no device related failures. The reload was returned unused and unfired. It did not proceed with the instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The reload passed the reload recognition test. No product issue was identified. Additional observation(s) not reported by site: the reload was found to have cartridge damage. The damage was found on the inner edge (knife track) and outer edge of the reload. The reload was returned with RMA 303630800010 sureform45 stapler. The event is caused partially or wholly by the user of the device, including sample handling.

Event description:
Refer to h11 for follow-up information.